Event description:
It was reported that a ureteral stent that had been in place for five months became stuck in the patient's ureter and could not removed. The patient was sent to have the stent removed using a laser. No further complications were reported and no additional information has been provided.

Manufacturer narrative:
No lot number information was provided for evaluation. One used stent was returned and evaluated in a laboratory environment. The stent was observed to be heavily encrusted with what appeared to be urinary calcification. The condition of the returned sample precluded a complete evaluation. A review of the manufacturing process showed this stent is received from a supplier who provides certification that the stent has been manufactured, inspected and accepted according to the drawing and specifications provided by the manufacturer. During product packaging, quality assurance performs random visual inspections to verify all components are present and correct. A review of the internal reject records showed no rejections resulted from the visual inspections over the last two years. The instructions for use were reviewed and the following information was documented in the precautions: " ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. " we have not been able to ascertain whether these instructions were followed.